Event description:
It was reported that there was a reported episode of a tachycardia which received an inappropriate anti-tachycardia pacing (atp). Analysis of the stored electrogram (egm) showed intermittent p wave oversensing caused double counting and inappropriate atp. No adverse patient effects were reported. The device remains implanted.